Manufacturer narrative:
Product analysis: analysis determined that the epg failed incoming tests at the heart wire connectors and also failed repeat tests. It was noted that the battery drawer was broken, and the cover was missing both bail attachment covers and the ring at the backside of device. Due unavailability of parts, the epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) has a broken ring and bails. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned.